Event description:
Customer took a blood glucose reading and received a result of 270mg/dl. The customer took insulin but did not eat. Several hours later they performed a test and received a result of 325mg/dl and took more insulin. The customer stated they took 50 extra units due to the device results. The customer blacked out several times. Spouse gave them food and drink and they were taken to the hosp. At the hosp they were given food and drink and monitored. No controls were in use.